Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited numerous short v-v intervals and non-sustained episodes of oversensing with noise. The pace/sense portion of the rv lead was suspected to be fractured. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.